Event description:
According to the available information, during preparation, when the nurse peeled back the non-sterile sheet, it simultaneously uncovered the sterile product. The surgeon was concerned that the inner sheet was not fully sealed and that sterility could have been compromised. The physician decided to open a fresh package to ensure sterility.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The senior quality engineer reviewed the complaint for (B)(4) reporting that the surgeon was concerned that the inner sheet was not fully sealed and that sterility could have been compromised. No pictures were available for evaluation. The returned complaint unit was found to have the inner tray lid fully opened. It is unknown whether the lid was fully opened by the customer. The inner tray seal area contained adhesive on the full width and perimeter which supports the seal being correct and intact when sealed at coloplast. DHR documentation was reviewed for item#: es29182400 (titan touch 18cm ipp), lot number: 10003140, qty (B)(4). All qty (B)(4) ipp units were inner and outer tray sealed on 04-nov-2024 with all units passing inspection afterwards. Prior to tray sealing, it was confirmed that correct recipe was loaded, and seal verification was performed with passing results. No rework activity was associated with this work order. Additionally, no nc, CAPA, or deviation activity was found to be associated with this work order. Given the information collected during investigation, a root cause for the issue noted in the complaint was not identified as no discrepancies were found during DHR review.

Event description:
According to the available information, during preparation, when the nurse peeled back the non-sterile sheet, it simultaneously uncovered the sterile product. The surgeon was concerned that the inner sheet was not fully sealed and that sterility could have been compromised. The physician decided to open a fresh package to ensure sterility.